Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate irrigation tubing set and two thermocool smarttouch sf catheters. The smartablate irrigation tubing set was kinked on the table so not all irrigation was getting to the catheters during ablation. It was initially reported that during the procedure, the thermocool smarttouch sf catheter had high temperature readings observed on the smartablate generator when the catheter was in the body. The catheter was replaced and the procedure was continued. The temperature started shooting up once they came on ablation. The catheter cable was replaced without resolution. The caller stated the patient interface unit (piu) to smartablate cable was replaced without resolution. The catheter was replaced, the issue resolved. The procedure continued. There was char on the tip of the catheter. The flow of the catheter was going through. There was no patient consequence reported. Additional information was received on 30-mar-2025. The generator was set to power control mode. The noted temperature went from 28 degrees up to 38 degrees. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The system did not present any error messages. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. The patient was anticoagulated. Heparinized normal saline was used. Act maintained over 300. The physician did not consider that the char was excessive. The physician did not consider the amount of the char observed caused a potential risk to this patient. The patient did not exhibit any neurological symptoms since the procedure was completed. Physician felt the irrigation tubing was kinked on the table, so not all irrigation was getting to the catheter during ablation. Additional information was received on 16-apr-2025. The physician did not observe any bends or kinks or any other damage to the tubing. There was troubleshooting that was done as related to the tubing as the staff realized the tubing was kinked and fixed it. The irrigation was believed to be disrupted during use of both thermocool smarttouch sf catheters; but the second catheter was fixed once the catheter was flushed. The customer's reported high temperature and char issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Bwi became aware on 30-mar-2025 of the additional information indicating the physician felt the irrigation tubing was kinked on the table, so not all irrigation was getting to the catheters during ablation. As such, based on this new information which confirmed there was an irrigation issue while the devices were being used on the patient, the event was reassessed as a MDR reportable malfunction under the smartablate irrigation tubing set and both of the thermocool smarttouch sf catheters.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 11-apr-2025. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No char residue was identified during the visual inspection. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material was identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char, irrigation, and temperature issues reported by the customer were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Recheck the irrigation system prior to restarting the rf application. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. In the other hand, flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Increase the irrigation to the high flow rate starting up to 5 seconds before the onset of rf energy delivery and maintain the high flow rate until 5 seconds after termination of the rf energy application. For power levels up to 30 w, a high flow rate of 8 ml/min should be used. For power levels between 31 w and 45 w a high flow rate of 15 ml/min should be used. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).